Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and not working. Customer reported that the drive support cap appears normal. Insulin pump not exposed to high magnetic field. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, displacement test verify due to motor error alarms. (B)(4).